Event description:
It was reported that an alarm triggered on the insulin pump during its operation. The customer's blood glucose level was reported at 7 mmol/l, which is within the normal range. Although the customer attempted to load a new cartridge, the alarm recurred, preventing successful insulin therapy with the pump. Consequently, technical support decided to replace the pump. In the meantime, the customer opted for multiple daily injections (mdi) as a backup insulin therapy.